Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported that the patient wanted to know how to tell if her stimulator battery was still good. Patient said when they checked the stimulator but they got poor communication. The caller checked the stimulator on the call. Patient was able to connect and it showed both of left and right stimulators were turned off. The caller turned stimulation on. The troubleshooting steps that were taken on the call resolved the issue. Patient did not know the stimulators were off. Today is the first time patient was aware. No further complications were reported.